Event description:
It was reported that the patient died. A 1.50mm rotapro was selected for use. A patient refused to undergo coronary artery bypass graft surgery (CABG), therefore the patient underwent percutaneous coronary intervention (pci) procedure with multiple non-boston scientific devices. A balloon angioplasty was performed followed by a wire exchange for rotawire drive guidewire. Rotational atherectomy was performed successfully with a 1.50mm burr, after atherectomy the rota burr was removed and converted for unreported brand of workhorse guidewire. A non-boston scientific balloon was inserted and inflated. The patient was treated with 2 cycles of intravascular lithotripsy (ivl) treatment. The patient became unstable and the angiogram showed a left main dissection caused by the ivl treatment with a non-boston scientific balloon. Balloon tamponade and a stent were used to treat the left main artery dissection. The patient has eventually died.